Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple, intermittent elevated blood glucose (bg) levels of 398mg/dl. The customer alleged that there was an issue with the pump. A correction bolus via the pump was delivered and manual injections were administered to address the bg levels. A system check was performed using the current supplies and indicated pump was performing as intended.